Manufacturer narrative:
One device was returned for repair with complaint that the battery compartment was damaged. Analysis of the device found the downstream occlusion (dso) seal was detached. This indicates seal integrity was compromised and is a reportable malfunction, which could result in interruption of therapy. The dso seal was replaced, and device passed all testing post repair. No previous repairs were noted in the last 12 months. Review of event log found nothing related to the reported issue.

Event description:
One device was returned for repair with complaint that the battery compartment was damaged. Analysis of the device found the downstream occlusion (dso) seal was detached. Investigation found the downstream occlusion (dso) seal was detached. This indicates seal integrity was compromised and is a reportable malfunction, which could result in interruption of therapy. There was no patient involvement.